Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture per MRI. Device remains implanted.

Event description:
Healthcare professional reported right side rupture per MRI. Healthcare professional later reported "no evidence of rupture," capsular contracture baker grade unknown, "area looked infected," "pus," "capsule with abnormal cells," and "skin so thin." The device has been explanted. Treatment- subtotal capsulectomy.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Infection (late onset): unable to observe as it is a medical event not related to the device. Drainage: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "no evidence of rupture," capsular contracture baker grade unknown, "area looked infected," "pus," "capsule with abnormal cells," and "skin so thin." The device has been explanted. Treatment- subtotal capsulectomy

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.